Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02140. The pt received her scs system, including an ipg and a percutaneous lead, on (B)(6) 2010. It was reported the pt expired on (B)(6) 2011. A cause of death was requested but has not been received. As no autopsy was performed, no product return is expected. There have been no allegations from a health care professional indicating the death was device related. Unfortunately, attempts to obtain any additional info have been unsuccessful.